Manufacturer narrative:
Additional manufacturing narrative: the returned cable was evaluated. During evaluation, the cable passed all visual and functional testing. The cable was determined to be functioning as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the device function was intermittent. No consequences or impact to patient.